Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:36:36. During night drain cycle one, the patient's ultrafiltration reading was 1621ml, indicating the home patient (hp) drained 1621ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass initial drain. If additional relevant information becomes available, a supplemental report will be submitted.